Event description:
Procedure: hemorrhoid. According to the reporter: the staples were malformed causing the staple line to bleed. Surgery was extended by more than 30 minutes. The patient required medical intervention and the surgeon completed the procedure by manually. There were incomplete donuts. There was no reinforcement material used. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).